Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that they have swapped the device and the device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.